Event description:
During a customer site visit, the customer reported a bulging silicone segment. There was no pt harm or medical intervention. No additional pt or event details were provided by the customer.

Manufacturer narrative:
(B)(4). Unable to determine the cause of the customer's reported bulging silicone segment because the set has been discarded by the customer and will not be returned. The root cause of this failure could not be identified.